Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("very strong pains in the lower abdomen") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2021 she experienced abdominal pain lower (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. The patient was treated with analgesics and antiinflammatory agents as well as surgery (hysterectomy and salpingectomy). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to abdominal pain lower. The reporter commented: very strong pains in the lower abdomen, not relieved by analgesics or anti-inflammatories, need to go to the emergency department to be put on a morphine or ativan drip. Six attacks of this type, four of which ended in the emergency department and three led to hospitalization. It was necessary to perform a hysterectomy + salpingectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-apr-2023. The most recent information was received on 10-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("very strong pains in the lower abdomen") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2021, she experienced abdominal pain lower (seriousness criteria hospitalisation and intervention required). The patient was treated with analgesics and antiinflammatory agents as well as surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to abdominal pain lower. The reporter commented: very strong pains in the lower abdomen, not relieved by analgesics or anti-inflammatories, need to go to the emergency department to be put on a morphine or ativan drip. Six attacks of this type, four of which ended in the emergency department and three led to hospitalization. It was necessary to perform a hysterectomy + salpingectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.